Event description:
A customer reported via phone call indicating that they experienced low blood glucose of around 50 mg/dl. The customer did not bolus when they thought they did. The customer mentioned that their low blood glucose could have been attributed to exercise. There were no details of treatment. The customer was informed to upload carelink to have better control of their blood glucose. The customer declined any type of assistance with trouble shooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.